Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient had two hypoglycemia events while using the infusion device. On (B)(6) 2017, the patient collapsed and passed out when he was at a restaurant. His blood glucose level dropped to 39 mg/dl and his friends treated him with a packet of sugar and some orange juice. The paramedics were called and the patient's blood glucose level started to come back up when they arrived. The paramedics did not treat the patient, but they stayed until he was coherent and okay. On (B)(4) 2017, the patient was acting strange and his blood glucose level was "55 mg/dl or 56 mg/dl". The paramedics were called and his blood glucose result was 170 mg/dl on their meter. The timeframe between the result of "55 mg/dl or 56 mg/dl" on the customer's meter and the paramedic's meter result 170 mg/dl was unknown. Around 10 minutes later, the paramedics tested the patient again on their meter and the result was 94 mg/dl. The patient drank a full can of sprite. The patient called his endocrinologist who uploaded his data on both his infusion device and blood glucose monitor. She advised him that she could see he had taken 2 to 3 units of insulin an hour that morning. The patient states he had been taking insulin to treat for an iced coffee that he was having while working in the shed. The doctor feels that the patient is overlapping insulin. The patient did not make any allegations against the device. Return of the suspect device was requested for evaluation.